Event description:
On (B)(6) 2009, the pt reported that soon after changing the insulin cartridge she noticed moisture in the cartridge compartment of the infusion device. She stated that she does attach the adapter and infusion tubing to the insulin cartridge prior to insertion into the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.